Event description:
It was reported that the device had keypad issue. The silence & options buttons was not working. There was no patient involvement.

Manufacturer narrative:
Correction: remedial action#: correction to remove the following codes in section h6 reported in error in the initial MDR. Annex a: a07, additional information: annex a: a1301.

Event description:
It was reported that the device had keypad issue. The silence & options buttons was not working. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.